Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor, a breached cut on the outer insulation, blood in/on the helix mechanism, and apparent explant damage.

Event description:
It was reported that the right atrial lead dislodged and was unable to repositioned. The lead was explanted and replaced. No patient complications were reported as a result of this event.